Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged. The event was further described as ¿dark blue tip followed by a bit of plastic fell off¿ (female connector separated and insert fell out). This was observed during use of the device for peritoneal dialysis therapy, when disconnecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent to the insert chip and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.